Manufacturer narrative:
Additional, corrected, and/or changed data: a.2., b.5., g.1., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side rupture / leak, capsular contracture (no baker grade reported), shape change, inflammation, possible systemic adverse reactions, migrated silicone to lymph. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side rupture / leak, capsular contracture (no baker grade reportred), shape change, inflammation, possible systemic adverse reactions, migrated silicone to lymph. Device has been explanted.